Manufacturer narrative:
This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Evaluation summary: the device was returned and analyzed. The returned device indicated an issue with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's previous clinic visit the device was not yet at recommended replacement time (rrt). Approximately three days later long charge time was noted, the charge circuit was disabled, and the device had triggered end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.